Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
The patient reported experiencing pain, squeaking, popping, rashes, aches all over the body and erectile dysfunction. Right hip was not cemented.

Manufacturer narrative:
An event regarding pain, audible noise and allergy/reaction involving a trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for analysis. -medical review: a review by a medical consultant noted: there is no confirmation of the complaints noted in the event description and no x-ray evidence of pathology in either hip as of (B)(6) 2015. Information from stryker orthopaedics indicates this patient¿s hip implants are not a subject of a recall. There is no evidence of faulty component design, manufacturing or materials being responsible for these event descriptions. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has one other cross referenced event for the reported lot for the same patient. Conclusions: a review by a clinical consultant concluded that "there is no confirmation of the complaints noted in the event description and no x-ray evidence of pathology in either hip as of (B)(6) 2015. Information from stryker orthopaedics indicates this patient¿s hip implants are not a subject of a recall. There is no evidence of faulty component design, manufacturing or materials being responsible for these event descriptions.'' No further investigation is required at this time. If device and/or additional information is received this investigation will be reopened.

Event description:
The patient reported experiencing pain, squeaking, popping, rashes, aches all over the body and erectile dysfunction. Right hip was not cemented.